Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the customer's au680 chemistry analyzer and identified the failure mode as multiple hardware relating to the operation of the cuvette washing station. The fse replaced the valve assemblies and the packing for tube mounting joints which resolved the issue. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for c-reactive protein (crp), magnesium (mg) and direct bilirubin (dbil) on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The patient samples were repeated on another unknown analyzer with results considered correct. The customer did not provide patient demographics. The customer provided data for sixteen (16) patient samples. Refer to attached patient data summary.